Event description:
1 hour into dialysis treatment, machine alarmed for blood in the dialysate. Staff was unable to confirm blood leak with a blood leak strip. Bfr of 440ml/hr and dfr of 800ml/hr. Treatment was stopped, blood was not returned. New machine set up was started and completed the treatment without issues. Patient's hgb at start of the month was 10g/dl. Labs will be drawn (B)(6) 2022 to see hgb levels. On (B)(6) 2022: clinic confirmed that they increased aranesp from 10mcg to 25mcg weekly.